Event description:
According to observations of the returned devices prior to decontamination, there was circumferential delamination of the liner 0.75 inches from the distal tip of the esheath+ with the distal tip torn radially.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, b5, g3, g6, h2, h6: component code, type of investigation, investigation findings and investigation conclusions have been updated. Additions to sections b5, h6: component code and type of investigation. Corrections to sections h6: investigation findings and investigation conclusions. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. The following observations of the returned devices were made: a longitudinal balloon burst, circumferential liner delamination (approximately 0.75in from distal tip), kink on esheath+ noted 4in from distal tip, and esheath+ distal tip torn. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging was provided and revealed tortuosity in the patient's right access vessels and abdominal aorta, as well as calcification in the landing zone for the bioprosthetic valve. In this case, the complaints of balloon burst and difficulty to withdraw system through sheath were confirmed based on evaluation of the returned devices. Available information suggests that patient factors (calcification) likely contributed to the balloon burst as the provided 3mensio revealed the presence of calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, available information suggests that procedural factors (withdrawal of burst balloon) likely contributed to the difficulty to withdraw system through sheath. As the balloon burst, the altered balloon profile could have made it more susceptible to catch on the sheath tip, which would have then led to the experienced retrieval difficulty. The damages such as liner delamination, kink, and/or distal tip torn seen on the sheath supports the scenario as described. Additionally, tortuosity can result in a suboptimal angle for device removal, increasing the risk of device interaction and causing difficulties during withdrawal. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 29mm sapien 3 ultra resilia valve in the native aortic position, the balloon to the 29mm commander delivery system (ds) burst. As there was a kink in the 16fr esheath+, the ds was unable to be removed through the esheath+. Therefore, both ds and esheath+ were removed together. A second ds and esheath+ were prepped for post dilation, however, upon further evaluation, it was decided that the valve was well apposed and that post dilation was not needed. Per report, there were no complications to the patient who was in stable condition.

Manufacturer narrative:
The investigation is ongoing.